Event description:
During a review of recently downloaded programming history, it was found that the patient's device had registered high impedance, but that the event had never been reported to the manufacturer. All attempts for further information from the physician have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.